Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, myopotential oversensing was observed on the device. Device reprogramming is anticipated. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicating the device was reprogrammed to resolve the event.